Event description:
It was reported that during unit set up, the cardiosave intra-aortic balloon pump will not autofill in manual. There was no patient involvement reported.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced helium fill manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump will not auto in manual. There was no patient involvement reported.